Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of the DHR for this lot has been requested. The investigation of the complained reduction forceps shows that the locking caps of the soft lock system are completely worn out. We are not able to determine the exact cause of the reported problem. We know that this locking mechanism is rather delicate; nevertheless we do suppose that the locking edges broke off due to too high mechanical forces which were applied during procedures. No product fault could be detected.

Event description:
It was reported that the instrument after 5 surgeries the spreader does not work. The ratchet mechanism lost its grip. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.